Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735999, serial/lot #: (B)(4), UDI#: (B)(4). A representative went out to check the system. There were no parts replaced and the system preforms as intended. When the manufacturer representative was at the site the image that was acquired by the imaging system could not be imported to the navigation system. Several months ago new software was installed onto the system for these symptoms. But this issue occurred again. The rep checked the cable connection but found no issues. They replaced the ssd to install new software and to clear the operating system environment. They imported the surgeon profiles which were copied from the previous ssd. Then they replaced the lan port. They performed a system check following a performance checklist. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that intermittently, that when the image was acquired by the imaging system it could not be imported to the navigation system. There was no patient involved.